Event description:
It was reported that, during a rotator cuff repair, after the insertion site was prepared with a grey tapered punch and cleared of all debris, as the surgeon was completing a lateral row, when deploying the multifix s ultra anchor, it would not advance. The distal tip had been deployed into the bone with the sutures attached, but the screw-in part of the anchor would not advance. The distal tip was not removed from the patient. Surgery was completed with a smith and nephew back-up device instead, used in an additional bone hole. There was a surgical delay of less than 30 minutes, and no further complications were reported. The surgeon was satisfied with the patient's outcome.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference case- (B)(4). H11 h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned in original packaging. The distal body anchor and the sleeve were not returned. The proximal screw was returned on the device with deformed and fractured threads. Bio debris is present. A functional evaluation showed the black end cap will rotate the tip. The white knob will rotate and move the proximal screw forward. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force a review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the tensile strength specifications are established, (at yield) 100 ¿ 118 mpa. Also, certificate of analysis is required with each shipment. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include an inadvertent impact event that may have occurred during device transportation, rough shipping and handling, or at the customer site, as well as the application of an unintended, inappropriate, or excessive force to the device. Based on this investigation, the need for corrective action is not indicated